Manufacturer narrative:
The cannula was observed to be bent. Despite this, insulin was able to freely flow through the fluid path and exit the distal tip of the cannula. It is unknown how or when this damage occurred or if it contributed to the reported event. No other components were observed to be damaged. No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 330 mg/dl while wearing the pod between 36 and 48 hours on his leg. As treatment, a new pod was placed and the patient gave manual injections using an insulin pen.